Event description:
A remstar pro c-flex+ was returned to a third-party service center for service. There was no harm or injury reported. During evaluation of the device, foam particles were observed in the device assembly. Error code 53 (indicating an issue with the pca) was found in the device log history. The device was scrapped at the customer's request.